Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 5 of 9 mdrs filed for the same patient (reference 1825034-2014-04158 & 2016-01495 / 01496 / 01498 / 02044 / 02045 / 02046 / 02048 / 02051).

Event description:
It was reported in operative notes received that patient underwent a left hip revision procedure approximately fourteen (14) months post-implantation due to recurrent dislocations, osteolysis, granulation tissue, inflammatory reaction, granuloma removal and tissue debridement. During the procedure, the modular head and femoral stem were removed and replaced. It was noted during the revision that the hip was already dislocated.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.